Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles were observed. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The external part of the device was visually inspected. The manufacturer found no signs of contamination on the device. The internal part of the device was visually inspected and found evidence of water ingrss in the blower box and the blower motor. The manufacturer found no evidence of sound abatement foam degradation. The device was applied power and the manufacturer verified airflow. The device's downloaded logs were reviewed and found one error e-130. The manufacturer concludes the device has evidence of contamination consistent with water ingress. There was no report of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.